Manufacturer narrative:
Lot # not provided by reporter. Catalog # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). The event is currently under investigation.

Event description:
The cook nephrostomy drain tube was placed in the patient in (B)(6) of 2015 . Upon the end of this procedure, the surgeon noted that the drain tube had broken into two pieces; however, they were not able to remove both pieces of the drain tube at the time. The surgeon performed a percutaneous extraction of the remaining piece of the drain tube; which the surgeon advised was stuck behind or under the patient's kidney. No known device or pieces of the device remain in the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot # not provided by reporter. Catalog # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control, trends and a visual examination of the returned distal tip of a drainage catheter was conducted during the investigation. The visual examination revealed there was suture material visible exiting the distal stringhole and visible inside the sideports. It was noted that the returned device was an 11 cm section of the distal end of the catheter. Some stretching was noted at the point of separation of the catheter. The device had a suture extending out the distal stringhole and the suture was visible inside the sideports. The device was measured with a catheter scale and found to be an larger than 8fr but smaller than 9fr. The customer did not report lot number of the complaint device. So a search of nonconformance data and complaints associated with the same lot cannot be performed. There is no evidence to suggest that the device was not manufactured to specification. The device is packaged with IFU which gives device description, intended use, warnings, precautions and contraindications associated with proper placement and use of the device. Due to limited information about the device, and return of only a portion of the device, we are inconclusive as to the root cause of the issue. We have notified the appropriate internal personnel and will continue to monitor for similar events. Quality engineering risk assessment was used to assess risk. Per the conclusion, further risk reduction is not required.

Event description:
The cook nephrostomy drain tube was placed in the patient in (B)(6) of 2015 . Upon the end of this procedure, the surgeon noted that the drain tube had broken into two pieces; however, they were not able to remove both pieces of the drain tube at the time. The surgeon performed a percutaneous extraction of the remaining piece of the drain tube; which the surgeon advised was stuck behind or under the patient's kidney. No known device or pieces of the device remain in the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.